Event description:
It was reported via repair work order that the side rail had a cracked shroud, resulting in sharp edge being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.